Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a texium syringe leak from the bonded connection between the syringe and the texium component. This resulted in a leak of adriamycin during an IV push. No patient harm reported.